Manufacturer narrative:
Concomitant product: monoject 60ml syringe, MFR/model/lot unknown, therapy date: (B)(6) 2015. The customer¿s report of a channel disconnect event was confirmed. Visual inspection of the device noted the male (right) black inter-unit-interface (iui) connector was found to have large cracks near the left and right side mounting screws. No other damage or anomalies were noted. Analysis of the pcu event logs shows that on (B)(6) 2015 at 7:25 am the pcu was powered on and the suspect syringe module was shown as being attached as channel a seconds later. At 7:26 am the user programmed the device using guardrails drugs in anesthesia mode for the drug remifentanil . The user selected a monoject 60ml syringe, a concentration of 100mcg/1ml, and paused the device. At 8:01 am a channel disconnect alarm occurred that showed the suspect device being removed from the alaris system. The channel disconnect message on the pcu screen was acknowledged by the user ten seconds later. No infusion was actively infusing on this channel at the time of the event. Functional testing was performed on the device and after some manipulation a channel disconnect/loss of power event was replicated. The root cause of the customer¿s report is attributed to a cracked male iui connector which most likely caused an open condition on pin 3 resulting in the channel disconnect/loss of power event.

Event description:
The customer reported: "moved pole and channel c alarmed disconnect."